Event description:
The field engineer reported he replaced the power supply main in 2009. He states customer switched off the analyzer when they smelled smoke. He states there was fire and smoke inside the power box. Info provided states: "nobody has inhaled or is hurt from the defective power supply". There were no other parts involved. Three days later, the field service representative had problems with the analyzer temperature. He performed all necessary checks including fans, heater, cleaned all compartments and did not see anything special which can cause the problem. The field engineer also documented regular maintenance was done in may without any problems. According to the field engineer, the power supply unit was not more than 2 years old. Preliminary investigation revealed one of the fans was completely blocked and would not turn when power was on. The investigation is on-going. If add'l info is received, appropriate notification will be provided.